Manufacturer narrative:
(B)(4). Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital and presented with worsening heart failure symptoms, elevated lactate dehydrogenase (ldh), plasma free hemoglobin (hgb), and abnormal haptoglobin. Ramp echocardiogram study performed on (B)(6) 2018 was negative for thrombus. The patient was admitted (B)(6) 2018 after right heart catheterization (rhc) showed fluid overload and labs with signs of hemolysis. CT scan (B)(6) 2018 was negative for obvious kinking or clot. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Additionally, the submitted system controller log file appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.